Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's adhesive reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that he had a skin reaction to the pod adhesive leaving the skin irritated, itchy, red, and small inflammations that covered the entire area of skin where the adhesive was. The doctor diagnosed an allergy to the adhesive and prescribed a cream (name unknown) to treat the reaction.